Event description:
It was reported that a pt underwent an umbilical hernia repair procedure on (B)(6) 2010. The mesh was implanted preperitoneally. The tabs were sutured into place and then the fascia was closed completely over the tabs. The pt has returned with an infection and was treated with antibiotics. No additional info was provided.

Manufacturer narrative:
(B)(4) - infection. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.